Manufacturer narrative:
Corrected data: serial (B)(4) should be corrected to (B)(4) in initial medwatch report. Expiration date should be entered as 11/30/2019 in initial medwatch report. Device manufacture date should be entered as 01/03/2017 in initial medwatch report. Work order search: no similar complaint was reported for units within the same lot. (B)(4).

Manufacturer narrative:
Work order search: no similar complaint should be corrected to "two similar complaint types were reported for units within the same lot" in supplemental medwatch report #1. Result code: 213 should be removed from supplemental medwatch report #1. Claim#: (B)(4).

Manufacturer narrative:
This product is not marketed in the us. Lens was twisted and remained inside the nozzle. Volume of used viscoelastic matter appeared enough. Top flange was pushed down until the end. Difficult to determine the root cause but it is possible that the user did not follow some of the instructions, as pushing screw plunger too fast/slow, on and off or left the preloaded system too long after the lens was delivered to confirmation point. (B)(4).

Event description:
The reporter indicated that on (B)(6) 2019, the surgeon was "pushing down top flange, there was uncomfortable feeling" of a ks-1 preloaded injector lens, 24.0 diopter, and "when pushed forward the rod, lens figure was abnormal and also felt resistance." The surgeon stopped the use and there was no patient contact.